Manufacturer narrative:
Investigation results: media review: media provided by the customer showed that a catheter twist, and an imaging window rippled, kinked and bent were identified. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. This conclusion is supported by the following objective evidence: regarding the reported guidewire entanglement, a catheter twist was observed during the media analysis, which could cause the device to get entangled with a guidewire. It was identified that the increased torque transmission and torque strength of the hubble drive cable leads to high enough torque build up in the event of an imaging window kink to cause a twist event, only when the catheter is advanced with the motor drive unit (mdu) on into the patient's anatomy. According to the instructions for use (IFU), the mdu shall remain off when inserting the device into the patient's body. Based on this, the as-analyzed cause code for the twisted catheter shown in the attached media and for this reported event is failure to follow instructions. Regarding the reported impact code of additional device required, the as-analyzed cause code of failure to follow instructions was assigned, as due to the catheter twisted, the physician had to use a guidezilla extension catheter to try to sheath the ivus catheter and preserve wire access, but it did not fit. As a result, the entire system was removed.

Event description:
It was reported that a catheter issue occurred. The opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After deploying a stent, the physician attempted to re-enter with the ivus catheter to perform imaging distal to the stent. However, the catheter could not be advanced, the physician retracted and activated live imaging to determine the catheters position, initiating imaging from that point. At this time, the ivus catheter became entangled with a non-boston scientific wire and could not be withdrawn into the guide catheter. The physician attempted to use a guidezilla extension catheter to sheath the ivus catheter and preserve wire access, but it did not fit. As a result, the entire system was removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Correction: h6 device codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. This report is being corrected to include additional code(s) identified during a review of complaint records for CAPA-8580 that was opened to investigate the root cause of coding errors identified during an FDA inspection in march/april of 2025. The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence that the imaging window was twisted and included an angiography.

Event description:
It was reported that a catheter issue occurred. The opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After deploying a stent, the physician attempted to re-enter with the ivus catheter to perform imaging distal to the stent. However, the catheter could not be advanced, the physician retracted and activated live imaging to determine the catheters position, initiating imaging from that point. At this time, the ivus catheter became entangled with a non-boston scientific wire and could not be withdrawn into the guide catheter. The physician attempted to use a guidezilla extension catheter to sheath the ivus catheter and preserve wire access, but it did not fit. As a result, the entire system was removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence that the imaging window was twisted and included an angiography.

Event description:
It was reported that a catheter issue occurred. The opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After deploying a stent, the physician attempted to re-enter with the ivus catheter to perform imaging distal to the stent. However, the catheter could not be advanced, the physician retracted and activated live imaging to determine the catheters position, initiating imaging from that point. At this time, the ivus catheter became entangled with a non-boston scientific wire and could not be withdrawn into the guide catheter. The physician attempted to use a guidezilla extension catheter to sheath the ivus catheter and preserve wire access, but it did not fit. As a result, the entire system was removed. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After deploying a stent, the physician attempted to re-enter with the ivus catheter to perform imaging distal to the stent. However, the catheter could not be advanced, the physician retracted and activated live imaging to determine the catheters position, initiating imaging from that point. At this time, the ivus catheter became entangled with a non-boston scientific wire and could not be withdrawn into the guide catheter. The physician attempted to use a guidezilla extension catheter to sheath the ivus catheter and preserve wire access, but it did not fit. As a result, the entire system was removed. The procedure was completed with another of the same device. No patient complications were reported.